Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was see on the plunger of a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: one loose 10ml syringe was received, reported to be from batch # 7208604 (p/n 309605). The sample was visually evaluated. Loose brown foreign matter outside of fluid path was observed on the plunger rod in multiple locations, primarily near the thumb rest area. The foreign matter appeared to be oil residue and the amount observed was rejectable per product specification. Product defect confirmed based on sample evaluation. Quality has previously reviewed, evaluated and investigated this failure mode and corrective and preventative action is being executed. CAPA 128948 exists to investigate fm on this machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: no sample (including photo) was received for seal integrity issue, therefore it cannot be confirmed. DHR review below covers both reported issues. DHR review for batch 7208604 (p/n 309605): manufacturing dates: 08/05/2017 to 08/31/2017. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7208604 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.